Event description:
It was reported that the impedance on the right side device was high for the case and zero and the case and three. It was noted that the case and zero had an impedance of 2092 ohms, and the case and three had an impedance of 2198 ohms. It was reported that the patient was programmed at 2.7 volts, a pulse-width of 60, and a rate of 135 on case positive, electrodes one and two negative. It was noted that the patient had been having a lot of falls and they were concerned that ¿maybe one of the wires was fractured.¿ the patient had been falling for a couple weeks and it had just gotten worse. It was noted that the patient had landed on his chest and on his head. It was noted that therapy was the device was controlling the parkinson¿s disease ¿before now.¿ it was unclear if the patient¿s device was still controlling his symptoms. It was reported that ¿last time¿ on (B)(6) 2013, the patient came in with a walker and the day of the report he was in a wheelchair. Impedances were run again and electrode combinations with electrodes zero and three had impedance measurements in the 2000s and 3000s. It was noted that the therapy impedances was 961 ohms and 2.875 milliamps. It was also reported that the clinician programmer wouldn¿t let the right side be interrogated, had an error message, and indicated ¿there was something wrong with the battery.¿ it was noted that the clinician programmer may need a new battery. It was reported that the first two times the healthcare provider tried to interrogate it ¿wouldn¿t work at all¿ but the third time she tried interrogating ¿it came up.¿ the healthcare provider was able to get impedance readings using the clinician programmer.

Manufacturer narrative:
Product ID: 3387s-40, lot# v129475, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 8840, product type: programmer. (B)(4).